Event description:
The rotaflow stopped and gave error "runaway".

Manufacturer narrative:
Maquet critical care ab has not received the rotaflow from customer yet. Maquet, inc submits this report on behalf of the device manufacturing facility maquet critical care, ab, solna sweden. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.